Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. There was no reported adverse impact to the customer. Reportedly, the customer continued to use the pump for insulin therapy and has manual injections as alternate insulin therapy.